Manufacturer narrative:
Block h6: imdrf device code (B)(6) captures the reportable investigation result of cutting wire kinked. Block h11: investigation results the returned autotome rx 44 was analyzed, and visual inspection found that the working length was twisted, bent and kinked at distal section. The catheter was incorrectly oriented due to the damages observed in the working length. Also, the cutting wire was kinked. No other problems with the device were noted. The results of the analysis performed on the returned device found that the working length was twisted, which caused the pierced holes to become misaligned. As a result, the catheter was disoriented, compromising proper device orientation and functionality. Working length twisted could be caused after multiple attempts to rotate the handle of the device or during the introduction of the device into the scope. Additionally, it was observed that the working length was kinked and bent, the cutting wire was kinked as well. This problem could be caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stone removal performed on (B)(6), 2025. During the procedure, the tome reached the opening of the duodenal papilla through the duodenoscope, and the tip deviated and could not find the correct angle to insert into the duodenal papilla. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of cutting wire kinked. Please see block h11 for full investigation details.